Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a non-rechargeable ins that was at eri (elective replacement removal). Steps were reviewed on bypass the information screen and to contact their healthcare provider to discuss it further. The patient then asked if this was why they were having so many problems with the device. The patient further explained the problems they were having was they could not get their stimulator in their back to shut off and on due to the eri and they needed to get it replaced. The patient stated that the eri kept coming on the patient programmer screen and after messing with it for so long it would finally kick on and then they would ¿go through hell to try to get stimulation turned off¿. Patient confirmed seeing the eri at the time of the call and was able to successfully bypass the message. The patient also confirmed that the patient programmer showed the implant was off. The patient turned the implant on and was able to turn it back off again. The patient then turned the implant on again and left it on. The patient was able to bypass the eri and turn stimulation on and off. The patient saw the eri screen on their patient programmer for the first time about a month ago and then appeared every now and then, but now it would come up every time. The patient alleged dissatisfaction with the ins longevity. The patient noted that they had just had the stimulator put in the last year and they could not believe it. The patient also reported being in a lot of pain right now and hurting really bad, which started about a month ago. They stated that they noticed the pain when they noticed the eri. The issue of not being able to shut the stimulator on and off due to the eri occurred about (B)(6) 2017. The patient was redirected to follow-up with their hcp to address the reported issue. The patient then indicated that they were going to call their hcp office again to schedule a replacement. No further complications were reported/anticipated.